Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was 39 mg/dl and glucose tablets were consumed to address the bg level. The customer did not provide the cause of the low bg; however, did state that it was not due to the pump. Tandem technical support advised the customer to discuss the event with a healthcare provider.